Event description:
Patient reported the infusion device displayed an e7 (electronic error) message. Patient reported changing the battery and afterwards all of the buttons on the infusion device are without function. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to a mishandling of the product. Result the soft components of the housing are worn down heavily. Due to the leaky soft components liquid entered the pump electronics. The resulting short circuit damaged the pump electronics and led to electronic e7 error messages. The functionality of the buttons is not affected by the damages on the pump housing and complies with the product specification. The problem mentioned by the customer is related to mishandling of the product by the customer.